Manufacturer narrative:
D.4. Medical device lot #: 1023065033 was reported, however, this is not a lot # manufactured for the reported catalog #. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: upon starting pt's IV noted that saline was leaking from line. Crack in line or connection, removed line and discarded in biohazard bin, who was affected? Patient frequency of problem: first time.

Event description:
No additional information.

Manufacturer narrative:
Lot, expiration date, and manufacture date added since initial submission. Investigation results: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 23065033 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.